Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was visually inspected and determined that the ac cca card and power module have degraded due to electrical overstress and will be replaced during service. Per sample evaluation result received on 12may2022, the power module failure of being degraded due to electrical overstress.

Manufacturer narrative:
The reported issue was confirmed. The device was was evaluated and the reported issue was confirmed as the technician performed a visual inspection and determined that the ac cca card and power module have degraded due to electrical overstress and will be replaced preventatively. Replaced the cca ca card and power module as preventive maintenance. Performed a functional check and pre-cal the device after the repairs. Placed on acats (automated calibration and test system). Passed acats and document testing. Performed an electrical safety test. Passed electrical testing and documented testing. Performed a 45 hour burn-in test at simulated temperature of 33, 37, and 39 degrees c. Unit passed 45 hour burn-in test and documented testing. Completed the final inspection. The arctic sun 5000 passed all performance testing, calibration, electrical safety tests and is functioning properly. Unit is ready for use. The root cause is the overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology (refer to ac cca power inlet module powerpoint for fishbone diagram). It was concluded that the following was the root cause: supplier ¿ root cause o inadequate verification and validation activities of the crimping process o single pull test did not provide stability of process o evidence was not provided when requested for maintenance of records or crimp tools o no crimp cross-sections provided the device did not meet specifications and was influenced by the reported failure. The device was not in use on a patient. The DHR is not required and the labeling review is not required because labeling could not have prevented this issue. Correction: g. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was visually inspected and determined that the ac cca card and power module have degraded due to electrical overstress and will be replaced during service. Per sample evaluation result received on (B)(6) 2022, the power module failure of being degraded due to electrical overstress.